Event description:
It was reported that complete heart block occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. The 25mm lotus edge valve was implanted. Two days post index procedure, the patient presented with complete atrioventricular block. Three days later a permanent pacemaker was implanted to treat the event. The patient was discharged the next day.